Event description:
It was reported that the customer was hospitalized due to ketoacidosis. It was stated that the customer was not using the insulin pump at time or prior to the admission. The insulin pump alarmed no delivery and the customer was disconnected from the device several days before the event. It was stated that the customer was not comfortable with the insulin pump and requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.